Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed by visual inspection. Method & results: device evaluation and results: no product was returned for analysis however, photographs were attached. The photographs show the shipper box and 10 pack unit carton. There is evidence of staining on both the shipper box and the 10 pack unit carton. This indicates that an ampoule was broken and leaked onto the unit carton and shipper box.. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot referenced. Conclusion: it was reported that the bone cement was damaged upon delivery. The provided photographs show staining on both the shipper box and the 10 pack unit carton. It was also reported that there was an odour coming from the box. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a shipment of simplex p with tobramycin antibiotic bone cement was damaged upon delivery. Order was placed the 15th, shipped next day. Package arrived june 19th with visible leakage. Report originator was advised to dispose of the damaged product. It was also reported that there was no surgical or patient involvement.

Manufacturer narrative:
Review of the batch manufacturing records indicate packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a shipment of simplex p with tobramycin antibiotic bone cement was damaged upon delivery. Order was placed the (B)(6) , shipped next day. Package arrived (B)(6) with visible leakage. Report originator was advised to dispose of the damaged product. It was also reported that there was no surgical or patient involvement.